Event description:
It was reported that during two bi-ventricular pacemaker procedures, the 9900 system shut off. In both cases, the system was re-booted and the procedures completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated, nor did the customer report any other failure prior to this service call. The gib board was installed as a precaution and a software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.